Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "cracks on the probe unit" was reproduced. However, a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not pull or twist the ultrasound transducer at the distal end. Visual abnormalities may result. Do not hold the ultrasound transducer when holding the insertion tube. Ultrasound transducer damage can result and/or the ultrasound image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had a damaged distal tip and the probe itself was chipped. The damage of the scope was seen during regular inspection of expired shelf life scopes. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device evaluation, it was found: the identification chip verified 33 uses, distal end plastic cover had scratches, bending section had fluid and was dry after aeration, button 1 had a hole, and forceps passage biopsy channel was leaking. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.